Event description:
It was reported that the procedure was to treat an abdominal aortic aneurysm (aaa). The supra core guide wire was advanced without issue; however, the coating became compressed at the middle section of the guide wire, outside the anatomy. Nippers were used in an attempt to smooth the guide wire, but this was not successful. The guide wire was removed without issue and a non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The peeling was unable to be confirmed however the proximal coils were damage which is likely the damage that was reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.